Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a cartridge alarm 1 (no pressure change when expected) occurred. The customer's blood glucose (bg) level was 83 mg/dl. Additionally, it was reported that the customer experienced resistance when filling a cartridge. The customer reported a bg level of 214 mg/dl for this event. A new cartridge was loaded and the customer reported that the pump fill estimate was inaccurate. Reportedly, the customer had manual injections as alternate insulin therapy.

Manufacturer narrative:
The failure investigation has been performed and the alleged issue (alarm 1) was verified in the pump logs; however, investigation could not be completed as the cartridge was not returned. No testing methods were performed for the fill resistance as the complaint cartridge was not returned for investigation. The alleged fill estimate issue could not be verified.

Manufacturer narrative:
Supplemental #2 was for evaluation of the cartridge. Supplemental #1 was for evaluation of the pump.